Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 33 mg/dl at the time of the incident and current blood glucose level was 151 mg/dl. Customer was treated with food for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode at the time of the incident. Troubleshooting was performed and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.